Event description:
It was reported that during attempted stent deployment the zeta stent delivery system (sds) balloon was inflated in the target lesion in the mid left anterior descending artery, and it was found that the stent was not on the sds. The zeta stent was found on the cath lab back table inside the yellow protective sheath. It was surmised that the stent came off the sds prior to device preparation when the yellow sheath was removed. There was no difficulty removing the yellow sheath. A vision stent was implanted to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.